Manufacturer narrative:
The reported event of a ¿patient requiring revision surgery to remove the hardware due to device dislodging or dislocating¿ could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.

Event description:
A retrospective data collection of the treatment of femoral fractures with the t2 alpha femur retrograde nailing system was conducted to collect safety and efficacy/performance of the t2 alpha femur retrograde nailing system. It was found that one patient had revision surgery to remove the hardware due the device dislodging or dislocating.